Event description:
The doctor attempted to insert an iab sheathless but met resistance approximately 8" into the patient. The iab was pulled out and a sheath was used without any problem. The iab was not returned to datascope for evaluation. The iab was used. (Event complications: unknown - reported 05/30/97.) (Pt's current status: unk - rpt'd 05/30/97.)